Event description:
Abbott diabetes care (adc) received a swedish medical products agency (mpa) user report that reported the following information: on behalf of the customer, a healthcare professional (hcp) reported a low glucose reading issue with the use of an abbott diabetes care (adc) device. During the customer's visit to their diabetes nurse, an unspecified discrepancy was noted between the hba1c value checked at the hospital compared to the values obtained on the customer's meter. The customer applied an additional freestyle libre 3 device on their arm. The customer reported receiving lower sensor scan results of 8.2 mmol/l , 9 mmol/l, 7.5 mmol/l, and 7.5 mmol/l on their freestyle libre 2 plus device compared to readings of 12.3 mmol/l, 15.1 mmol/l, 14.2 mmol/l, and 13.9 mmol/l obtained on their freestyle libre 3 device. The customer noted a horizontal trend arrow which indicates glucose is changing slowly (less than 1 mg/dl per minute) and a vertical upward trend arrow which indicates rapidly rising glucose level (more than 2 mg/dl per minute). It is unknown if the customer experienced any symptoms but indicated that the customer was provided unspecified third-party treatment. The customer removed and replaced their freestyle libre 2 sensor to a new sensor. The customer received a sensor scan result of 8.2 mmol/l on their freestyle libre 2 plus device compared to a reading of 8.4 mmol/l obtained on their freestyle libre 3 device. Adc customer service attempted to contact the customer three times to gain additional details regarding this event; however, all follow up attempts were unsuccessful. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported product is not expected to be returned as reporter indicated the device was discarded. A valid serial number has not been provided. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that the product continue to be safe, effective, and perform as intended in the field. Stability data for the product was reviewed and showed no anomalies or non-conformances that could have led to the complaint. Tracking and trending reports for the past year was reviewed based on the product line and reported issue. The review identified a tripped trend, and an investigation is in progress. No product issue was identified. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. No further investigation is planned. In the event that product is received, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.